Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31712109l and no internal actions related to the complaint were found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter, the patient experienced a pericardial effusion treated with the physician tapping the patient. The last known status of the patient was stable and under observation. It was reported that while pulsing with a varipulse¿ bi-directional catheter, they noticed the patient had a pericardial effusion. This was noticed with a change in baseline ultrasound and confirmed with ultrasound and they got an echo. The medical intervention provided to the patient was the physician tapping the patient. The last known status of the patient was stable and under observation. The biosense webster inc. (Bwi) products in the body at the time of the event were a vizigo sheath, reprocessed sterilmed soundstar® catheter, and a varipulse catheter. The procedure was aborted. Other devices used were carto 3 system and trupulse generator. Additional information was received, and it was reported that the date of the adverse event was (B)(6) 2025. The event was discovered during ablation using the varipulse¿ catheter. The physician¿s opinion was that the event was caused during transeptal. He had to tap the pericardium and drain the effusion. Procedure was then aborted and patient status improved post op. No other patient information is available at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).